Manufacturer narrative:
Reported event: during assembly to the end effector, the orientation pin was missing from the impactor. A backup tray was used to successfully complete the case but resulted in a 5 minute case delay. Device evaluation and results: the product was unavailable for inspection. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/30/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209360, lot number 31802 shows one additional complaint related to the failure in this investigation. This complaint is (B)(4). Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request # (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the alignment knob was missing. The surgeon used a backup rio shell impactor to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the alignment knob was missing. The surgeon used a backup rio shell impactor to complete the case. The case was successfully completed and there was no harm to the patient.